Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had rewind anomaly occurred 5 times. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Customer returned device for an alleged rewind anomaly found on june 23, 2022. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08735 inches. The device was monitored for several hours and no unexpected rewind noted during the testing. Successfully downloaded history files and traces using thump. No device error 37, 38, 39, 41, 42, 43, 79, 80 and 82 alarm recorded in the formatted history file for the event date. However, device error 130 alarm was recorded and found in the formatted history file for the event date: june 23, 2022 10:56:22.000 june 23, 2022 10:58:09.000 june 23, 2022 11:02:20.000 june 23, 2022 14:42:35.000 june 23, 2022 15:31:14.000 june 23, 2022 17:26:41.000 device rewind was recorded and found in the formatted history file for the event date: june 23, 2022 11:02:28.000 june 23, 2022 14:44:16.000 june 23, 2022 15:39:40.000 june 23, 2022 17:30:17.000 device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board , force sensor, motor and vibrator¿assembly noted. Device error 130 alarm and unexpected device rewind were confirmed, problem isolated on the motor assembly. Force sensor zero offset within specification (23.4 millivolt). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Device error 130 alarm and unexpected device rewind were confirmed. Device error 130 alarm and unexpected device rewind, problem isolated on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.